Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. According to the received information one stent could not be opened because the balloon burst and after the augmentation with vertecem v+ a leakage of cement into the spinal canal was noticed. Since the concerned implants were not returned for investigation the present complaint cannot be fully analyzed and we are not able to give a conclusive statement regarding a possible failure reason. Nevertheless, the documents were forwarded to the manufacturer and we are now in the receipt of their evaluation report. We cite from this report: according to the description of the incident it cannot be causally closed to a failure of the vertecem v+ cement. Cement leakage along draining veins and fracture cracks are a known complication of vertebral body augmentation. For this reason, the application must be monitored using real time imaging procedures.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reportedly, it was impossible for the surgeon to remove the cement without taking major risks for the nerve structures. The surgeon contacted the neurosurgery department to be able to transfer the patient in case of complications. Afterwards the surgeon finished the surgery. The next step was to check the patient after the surgery for neurological deficits. No additional information is available. This is report 1 of 1 for complaint (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was being implanted with a vertebral body spacer, two stents size small (09.804.600s/(B)(4)), when one of the two stents could not be opened, because of a balloon burst (kissing stents). Afterwards the surgeon tried to augment the vertebra during lateral x-ray control. The surgeon applied 2-3 ml cement in the vertebra. No leakage was visible on the lateral x-ray. The surgeon decided to take an ap x-ray for security. It took some time to adjust the c-arm in ap. After the ap x-ray was conducted, leakage into the spinal canal was visible. There was another lateral x-ray performed and now the leakage was also visible from lateral. The surgeon decided to perform an open approach to the spine to remove the cement.